Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and turbid effluent. On an unspecified date, the patient visited the hospital due to the peritonitis event; however, was not hospitalized. During the hospital visit, the patient was prescribed unspecified antibiotics (further details not reported) for peritonitis. The cause of peritonitis was not reported. At the time of this report, the patient had not yet recovered. On an unreported date, pd therapies were discontinued. No additional information was available.